Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the ¿replace generator soon¿ message was displayed on the patient controller (pc) indicating the generator was approaching its end of service. The elective replacement indicator (eri) message appeared to have triggered earlier than intended. The device has the appropriate level of battery voltage to provide therapy. In addition, the patient's pc software update was scheduled to be performed and the message would be cleared.

Event description:
Follow up information received identified the company representative met with the patient and updated the scs controller software and the issue was resolved.